Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's specific value of bg level is unknown but bg remained between 54-500mg/dl. Reportedly a new cartridge was loaded, and insulin delivery was resumed however the cartridge alarm recurred. The customer reverted to manual injections for insulin therapy.